Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach was not further specified. The patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics (drug names, doses, frequencies, routes, and durations were not reported) for peritonitis. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was not reported if the patient was retrained in aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.